Event description:
A manufacturer representative (rep) reported an out of regulation error code (oor) as of an unknown date. It was stated that they are pressing the check mark and get an oor , and don't think they have access to increase stimulation. The healthcare provider (hcp) was just seen who believes they have an open or broken contact. Later on date notified it was confirmed that the patient last saw their neurologist the month prior to date notified where they mentioned the broken or open contacts/wires, so an x-ray was performed which didn't show anything. Additional information received from the rep on nov-30 reported that the oor resolved on its own, and that the patient has been interrogating the implantable neurostimulator (ins) quite a bit since they currently have very high impedances. The rep checked the impedances which showed al contacts have 40,000 ohms. A surgery is being scheduled as a result of the high impedances, and it was noted that the patient had a mammogram done where their ins was squeezed pretty hard during the procedure, which is the only event that could have possibly fractured the extension. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.